Event description:
It was reported that during the implant when this device was interrogated safety mode was noted. The device was thus not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during the implant when this device was interrogated safety mode was noted, and a fault code was displayed. The device was thus not implanted and will be returned. No adverse patient effects were reported.